Event description:
It was reported that a patient presented for a surgery and the mode was programmed to doo. T wave oversensing was observed. Reprogramming the mode to ddd resolved the issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.